Manufacturer narrative:
Assuming worst case during surgery, (patient harm), failing of foot pedal during surgery can lead to huge delay in surgery, hence reportable. This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer ((B)(4)). Details of this activity were discussed with cdrh office of compliance ((B)(6) during a tele-conference on (B)(6) 2017. All available information has been disclosed. This complaint has now been closed.

Event description:
Foot pedal stopped working in middle of case while cabled to eva. Customer not able to connect foot pedal wirelessly. Restarted machine, still received error code fop3102 but was able to resolve error code and continue case. New foot pedal will be sent.